Event description:
Doctor states that in the past 3 weeks he's seen 3 cases of "svc syndrome" for which he feels is due to clotting in the line of the device. He further states that all surgeries were done by the same surgeon, but he doubts that there was any user error. For more info he advises FDA to call dr. Doctor says he hasn't seen this happen in his 20 years of practice.